Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital following an appropriately treated shock. A remote transmission was reviewed and it was noted that there was intermittent undersensing on the right ventricular (rv) lead, as well as variable r-wave measurements. The rv lead remains in use. No patient complications have been reported as a result of this event.